Event description:
The customer reported to olympus, during preparation for a therapeutic procedure, the visera elite video system center did not display image when a camera was plugged into it. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed and was noted to be due to bent video connector unit pin. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections e2, e3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent video connector pin could not be determined. The bent pin inside of the video connector may have interfered with video transmission between the scope and the processor, causing no image to be displayed. Olympus will continue to monitor field performance for this device.